Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision - reason not reported. Once knee opened, poly was noted to be worn and so it was replaced with a thicker crc insert. Device returning for evaluation.

Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported could not be determined, however the asymmetrical wear on the returned tibial insert was likely the result of rotational misalignment between the femoral and tibial components. No information provided in the following section(s): a4, a5, b6, b7, g8, h7. The following section(s) have additional info; d4 (UDI number), d10, g4, g7, h1, h2, h3, h4, and h7.